Event description:
The hospital reported that before a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to deploy. A replacement device was used and it failed to load properly.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).